Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on foreign patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to animas for evaluation. The device was visually inspected by animas and no cosmetic flaws were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).